Event description:
During a CABG procedure, the clips did not close on the vessel when harvesting the saphenous vein. The surgeon used another product to complete the procedure. No pt injury was reported.